Event description:
Healthcare professional reported two keller funnels ¿were not slick upon use¿. Patient contact was not made.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; keller funnel was "not slick upon use"